Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and the insulin gauge remained static at 105 units. The customer changed the cartridge and the issue did not reoccur. There was no impact to the customer's blood glucose level. As the issue was not occurring at the time of the call, tandem technical support was unable to perform troubleshooting to determine a cause of the inaccurate fill estimate.